Event description:
Customer reported via phone call that he experienced high blood glucose over 600 mg/dl. Customer stated he tried to bolus and blood glucose was not coming down. He went to his doctors and got a shot. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did not exit the tubing with manual prime and cannula was not bent. Time, date, basal rates and bolus wizard are set up correctly. The insulin pump failed the high pressure test twice. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.